Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Visual examination of the returned exhibits signs of repeated use (nicked or gouged) and is fractured on the medial & lateral side of the post, all pieces returned. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. This device was manufactured prior to the design modification and therefore the root cause is the previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was returned due to wear. However, the instrument was also noted to be fractured. This occurred during trial reduction of a knee arthroplasty. No adverse events have been reported as a result of the malfunction.